Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found lens optic and haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vticmo13.2, -8.00/1.5/168 (sphere/cylinder/axis), implantable collamer lens tore during injection into the patient's left eye (os). There was patient contact (lens touched the eye) with no patient injury. The lens was removed during initial surgery on (B)(6) 2019. A replacement lens was implanted on (B)(6) 2019. This resolved problem. Cause of the event is reported as device.